Event description:
The patient lost over 100 lbs from implantable neurostimulator implant to (B) (6) 2009. The device was moving around in the pocket quite a bit. The pocket depth appeared to be ok. There were recharge coupling issues. The neurostimulator battery became overdischarged. A physician mode recharge was successfully completed. Afterward the patient was able to fully recharge the device. The hcp scheduled the patient for a pocket revision. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)